Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of personal injury. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; date explanted - unknown ; PMA/510(k) number - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-03490 / 2014-04418).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of personal injury. There has been no reported revision procedure to date. Additional information received from patient's legal counsel report patient's left total hip arthroplasty was performed on (B)(6) 2001 and patient's right total hip arthroplasty was performed on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, inflammation, damage to surrounding bone and tissue, soreness, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.